Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the physician used an agiltrac balloon to complete a left dialysis graft to the left brachial, however the physician inflated the balloon beyond acceptable atms and caused the balloon to rupture. The balloon was removed as a unit and the pt is fine. There was no reported pt effect or injury and no add'l info was available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the catheter revealed that the device was returned with blood visible on the side arm, shaft and in the balloon. The balloon had been inflated. There was a longitudinal rupture on the balloon at the proximal taper for a length of 21.0 mm distally. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that the device was found with a longitudinal rupture on the balloon at the proximal taper for a length of 21.0 cm distally. The incident report indicates that the "agiltrac balloon was used to complete a left dialysis graft to the left brachial, and the balloon burst at 18 atms. The info for use for this product family clearly indicates under the "warning" section, that the "balloon pressure should not exceed the rated burst pressure (rbp). Refer to product label or device specific info. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. To prevent over-pressurization, use a pressure-monitoring device". A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering analysis found that there is no evidence that the failure was due to a device malfunction. It is most probable that use error caused this failure. This MDR is considered closed by the quality assurance dept.